Manufacturer narrative:
The suspect cables were returned to the manufacturer for analysis. The cables were found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Onsite investigation was preformed, although the field representative initially indicated he could not replicate the reported event. He suspected the positioning sensor unit (psu) cables caused the issue. Replacement of both internal and external psu cables resolved the problem. No further issues were reported. The replaced cables were not returned to manufacturer for analysis, therefore, no findings are possible. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that while in a cranial resection procedure, the navigation system's camera light would not come on. They continued the case without navigation. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.